Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No returns were made available for this investigation from the customer site. The customer did not provide the lot number of reagent used. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of axsym rubella igg complaint data did not identify a trend related to the issue under investigation. No issues were identified related to the complaint that would indicate that there is a product malfunction. The axsym rubella igg assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, it is concludes that the axsym rubella igg assay is performing as intended, and is meeting safety, effectiveness, and label claims. A product malfunction was not identified. Evaluation, method: review of complaint tracking and trending.

Event description:
The customer states that one patient generated a false positive result with the axsym rubella igg assay. The patient generated an axsym rubella igg assay result of negative (less than 5.0 iu/ml) on a current sample. Back in (B)(6) 2010 (exact date not provided) this same patient had generated an axsym rubella igg positive result of 68 iu/ml. The sample from (B)(6) 2010 was thawed and retested and generated a negative result. There is no impact to patient management reported.